Event description:
I have received two smith and nephew hip replacements on each side of my body. Both surgeries were performed with anterior approach. The first was implanted (B)(6) 2009, at (B)(6) hospital, and dislocated on (B)(6) 2010. The second surgery was performed on (B)(6) 2014 at the (B)(6) hospital in (B)(6). I dislocated from that surgery in the recovery room the same day, several hours after the initial surgery. Both surgeries were performed by different doctors, in different hospitals, but they both used the smith and nephew product with the anterior approach. I was told by both physicians who performed the surgeries, that because of my small body size, I am 5 feet 2 inches, (B)(6) lbs, and have been told because of my frequent and lifelong active exercise, running, and general good health, that I am also very "flexible". The first dislocation on (B)(6) 2010 occurred unexpectedly at a friend's home in their kitchen tiled floor that I obviously fell upon after dislocation, required a "911" phone call, a trip to (B)(6) hospital to have a "reduction" performed with a doctor on call, required anesthetic and minor surgery. I then returned to (B)(6) hospital and my surgeon who performed initial hip replacement, claimed I needed to be "reopened" and needed an "acetabular liner with a lip". I apologize for lack of correct medical terminology. I do know for a fact that my prosthetic is smith and nephew. The doctor told me that due to the fact of my size and flexibility, that the "standard" "liner" used on most patients did not fit me properly, causing the dislocation 4 1/2 months after initial surgery. The dislocation was excruciatingly painful and dangerous as the fall that I endured dislocating, left me in a compromising position on the kitchen floor, and have developed back pain and minor herniation and slight disc bulges. As I have been diagnosed with degenerative hip disease, I knew I would need to have the right hip replaced in due time as my active lifestyle exercising, and my job as a (B)(6) keep me active and busy. As time progressed, and my right hip worsened, I decided to go to a different doctor, but one who uses smith and nephew prosthetics, as I wanted both hips to have the same device. After my surgery which was performed on (B)(6) at 8:00 am, I was taken to the recovery room after receiving an epidural for the surgery and healing purposes. After several hours in the recovery room, my pain was not subsiding, and as the afternoon went on, the pain only got worse. My doctor who was still in the hospital bed, and sure enough, my hip had dislocated once again. Now remember that I received an epidural, and was completely unable to move any part of my body. The doctor needed to take me back to operating room, and once again, replace the smith and nephew acetabular cup, which once again did not fit my body. My explanations by both doctors was the smith and nephew just does not have a prosthetic for someone of my size and flexibility. I asked the doctor if a smith and nephew, do not have a protocol for someone of my size, as I am small and physically fit, but I am not strangely small. I can not understand how I could go into the operating room for a total hip replacement, and not have all of the properly fitting parts of the prosthetic before the surgery begins. This has left me emotionally drained, and terrified for future hip surgeries.